Manufacturer narrative:
Subsequent to the initial MDR it was noted that report date and date received by manufacturer were reported as 11/20/2019 instead of 11/19/2019. Due to a system limitation, the date in date received by manufacturer is inadvertently marked as 12/17/2019 for this supplemental emdr. The correct date is 11/19/2019.

Manufacturer narrative:
H10 ¿ a photo was provided by the customer for evaluation. A review of the photo showed a plum 360 pump on an IV pole. A portion of the IV tubing was visible and had a small segment of air present in the tubing. No further conclusions could be drawn through a review of the photo; however, the device alarmed appropriately for both proximal and distal air in line during testing. Additional information can be found in section b5.

Event description:
Additional information received stating the pump alarmed and stopped, but the bubble passed through the cassette.

Manufacturer narrative:
The device was returned to manufacturer - december 16, 2019. The device was received for evaluation. Testing could not confirm nor duplicate the customer's complaint, that the device was allowing air to pass through the line without alarming. The device passed self test. A probable cause was not found.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum 360 pump that allowed air to pass through the cassette and did not generate an alarm. It was reported that when the nurse was checking on the patient, the pump was still running, air was noted in the distal line, bigger bubbles were seen and the pump did not alarm. Testing at the user facility was unable to duplicate the event, reporting when air was bolused in line the pump caught it every time with an audible alarm. There was no adverse event and no delay in critical therapy reported.